Manufacturer narrative:
Mml reference #: (B)(4).

Event description:
It was reported that the patient was unable to start a therapy session. There was no report of patient harm or injury. The clinical specialist troubleshot the issue and found the stimulation had failed. All four electrodes of the right lead were out of range/high impedance. This is a progression of lead failure over time. The patient was doing well with the therapy prior to the impedance issue. The device was programmed for unilateral stimulation while waiting for revision surgery to be scheduled. The revision surgery was performed to remove and replace the right stimulation lead. The revision surgery was successful, with no report of patient harm or injury. The lead was evaluated, and the reported issue was verified. Analysis confirmed lead conductor fractures were the cause of the out-of-range/high impedance conditions observed with the right percutaneous stimulation lead.